Manufacturer narrative:
Unit received with critical pump error and pump error 35 confirmed in history file due to moisture damage to force sensor. Unit received with corroded electronic assemblies, corroded battery tube and corroded motor home switch. The reservoir does not stay locked in due to missing retainer.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that insulin pump had a broken force sensor was detected during seating or regular delivery. Customer's blood glucose value was 221.4 mg/dl at the time of the incident. The customer was assisted with troubleshooting. Customer will return device for analysis.